Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited double power disconnects with associated controller power ups with no noted alarms. In addition, there were also gaps in data on the monitor trend screen. The controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported the controller would not save the patient's implant date data when entered. Log file analysis indicated that the controller date and time had been set and the loss of the data points could be due to change in date and time settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis did not reveal controller power ups during the analyzed period. Gaps within data points were observed; however, this is likely is related to the time/date change of the controller settings. As a result, the reported loss of power and no sound could not be confirmed. The reported ¿gaps¿ in the data logs were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving no sound can be attributed but not limited to a faulty internal battery and/or a faulty component. The most likely root cause of the recorded gaps within the data log files can be attributed to a time/date change of the controller settings. If information is provided in the future, a supplemental report will be issued.